Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping. The field representative confirmed that there were no faults or error messages noted. Boston scientific technical services (ts) explained caused of beeping and that tones could be environmental. Additional information indicates that the device was interrogated and had normal device functions. The cause of beeping was undetermined. Moreover, the device was programmed to ventricular tachycardia (vt) mode to value other than monitor plus therapy. Furthermore, the patient has normal ejection fraction now. The ICD remains in service. No adverse patient effects were reported.